Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the sensica device failed due to tube sensor left reads actuated with no tube connected.

Event description:
It was reported that the sensica device failed due to tube sensor left reads actuated with no tube connected. Per notification received on 07mar2023, there was no patient involvement.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as the failures occurred to units while in bd control that had not been released from the gdc/inventory would not require complaints. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.